Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the most likely cause of the flickering image was fluid invasion and corrosion of the scope connector. The most likely cause of the corroded bending section was degradation due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation, that the image of the gastrointestinal videoscope was flickering and the bending section was corroded. There was no patient involvement.